Manufacturer narrative:
This complaint is confirmed. The discoloration of the catheter between the venous and arterial lures and bifurcation site is due to chemical staining. Evident by the complaint sample that was returned it appears the catheter has been exposed to a skin prep or some other catheter cleaning solution. During functional testing, a leak was observed emanating from the venous lumen. Microscopic examination of the leak site reveals a partial tear in the catheter tubing 1.5 inches proximal to the bifurcation site. The partial tear is jagged irregular and has a granula veneer. At this time, the mechanism of damage is undetermined. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the catheter was inserted on (B)(6) 2011 by a radiologist. After the catheter was inserted, a week later, the nurses noticed blood leakage at the extension of the v line lumen. Thus they had to do another replacement of catheter for the pt.